Manufacturer narrative:
Journal title: one year clinical outcomes between biodegradable-polymer-coated biolimus-eluting stent and durable-polymer-coated drug-eluting stents in stemi patients with multivessel coronary artery disease undergoing culprit only or multivessel pci. Date of event: date of publication. Doi.org/10.1016/j.atherosclerosis.2019.02.022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that resolute integrity drug eluting stents were used as part of a study comparing clinical outcomes among new-generation drug-eluting stents (des) in st-segment elevation myocardial infarction (stemi) patients with multivessel coronary artery disease (mvd) who underwent primary percutaneous coronary intervention (pci) with culprit-only or multivessel pci. 4255 patients were analyzed. Collective vessels treated included lad, lcx & rca. One year outcomes included all caused death including cardiac death, mi, revascularisation, definite or probable stent thrombosis.